Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that the flaps in the duodenum side were broken. There were no abnormalities in appearance of the flaps in the bile duct side and they kept flexibility and resiliency. The broken sections were not extended and looked like brittle fracture. As of checking of the mfg record of the same lot, nothing abnormal detected. Omsc therefore considers that the pt's internal environment such as scientific effect of digestive fluid or mechanical effect of peristaltic action caused the degradation and breakage of the flaps. This report is being submitted as a med device report in an abundance of caution.

Event description:
Olympus med systems corp (omsc) was informed that during follow up exam of the stent which was placed about 3 months ago, the dr noticed that all four side flaps in the duodenum side were broken and missing. The dr exchanged it for another stent and completed the procedure. The missing flaps could not be removed. There was no pt injury reported.